Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicates that dislodgement was confirmed through fluoroscopy. In addition, this lead exhibited diaphragmatic stimulation and high threshold. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information in july 2017 that the patient passed away one day following the (B)(6) 2017 lv lead revision procedure, which involved explanting the coronary sinus lead with replacement of an epicardial lead. There were no reported allegations at the time of death that would suggest the death was related to the procedure. The field representative was contacted and confirmed the patient tolerated the procedure well at that time. The field representative checked the patient 24-hours later at the post-operative device check and the patient was doing well, but went into a ventricular tachycardia (vt) storm later that day. Initially internal device shocks were converting vt, but then medical staff had to start using external shocks to convert. External shocks eventually would not convert the vt. The patient went into respiratory arrest and died.